Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent was returned having been deployed and the distal tip of the stent delivery wire (sdw) distal tip was noted to be kinked/bent. The stent was found to be fully opened but deformed and frayed edges were noted on both ends. The introducer sheath was not returned. Functional test could not be performed as the stent was already deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Product analysis found the stent had been deployed. The stent was found to be deformed with frayed braid edges. The sdw was kinked/bent. The anatomy was reported to be severely tortuous and most likely contributed to the as reported event. An assignable cause of procedural factors will be assigned to the reported ¿unexpected movement of device¿ and ¿stent difficult/unable to pull stent back into sheath¿ and as analyzed 'stent deployed prematurely during use', ¿stent deformed¿, 'sdw kinked/bent', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an aneurysm case, subject stent head end along with the microcatheter was migrated downward during deployment resulting in the stent's head end being unable to cover the aneurysm. It was also reported that subject stent could not be retrieved back into the introducer sheath. The subject stent was returned for analysis and the device investigation revealed that the subject stent was found to be deployed during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.